Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with unknown saline implants experienced multiple infections over the past five years post procedure. It was described as beginning with a small pimple on the breasts, that could be either left or right side, get red, and grow significantly to a baseball size. Intravenous antibiotic administration was performed as treatment with results unknown. On (B)(6) 2018 a medical diagnosis of cellulitis was received on the right breast. The patient has had multiple mammograms that show the implants are intact. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient has stated that she is not sure whether the devices are allergan or mentor, however, mentor is going to conservatively report this event. If additional information is received in the future, then a supplemental report will be submitted. See 1645337-2019-21417 for contralateral prosthesis report.